Manufacturer narrative:
Unit received with cracked case corner of the belt clip rails near the battery compartment. Unit received with missing retainer and missing reservoir tube o-ring. The test reservoir does not lock in place and unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. Unit passed the sleep current measurement, active current measurement and self test. All currents within spec range. No unexpected low battery life or low battery alert noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had cosmetic damaged. The customer¿s blood glucose was 8 mmol/l at the time of incident. Customer reported that there was cracked at the back side of insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.